Event description:
The customer reported that during a case while the surgeon was stepping on the footpedal, sparks and flame were being emitted from the plug portion of the monopolar cord. The reusable monopolar cord sheared off at the hard connection plug into the monopolar outlet on the forcefx generator. The nurse was burned on the hand when she pulled the broken monopolar plug end out from the generator. It was a minor burn, no treatment was required.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.